Event description:
A pack of sponges in the vaginal pack had 11 sponges instead of 10. Identified by operating room staff during the initial count for the procedure. The incorrect pack of sponges was removed and sent to operating room materials management.